Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with high rate timeout. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for an supraventricular tachycardia (svt) detected as ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device properly discriminated the svt and withheld therapy; however, the high rate timeout expired and the device delivered therapy. The shocks delivered affected the r-wave morphology and the device subsequently re-detected multiple times as the changed morphology prevented wavelet from withholding. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.